Event description:
During an in clinic follow up on the day following initial implant, a dislodgement of the right atrial (ra) lead was noted. On (B)(6) 2022 the ra lead was repositioned, following the repositioning it was noted the ra lead was again dislodged. On (B)(6) 2022, an additional revision was performed, during the procedure it was noted the helix was unable to extend. The ra lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events were dislodgement and the helix mechanism issue. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found the helix to be retracted and clogged with blood/tissue. X-ray examination found no anomalies to the lead body. After cleaning, helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue.